Event description:
A malfunction alarm with code malf 16 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, specifically it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery. Technical support confirmed the customer¿s shipping address, instructed them to put the malfunctioning pump into storage mode, and advised returning it using a prepaid label. A replacement pump was arranged to be sent under warranty.